Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study reported the cause of the catheter occlusion was not determined. The patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study updated explanted/replaced to other surgical intervention. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation: product ID 8780 lot# (B)(4) implanted: 2015(B)(6) explanted: product type catheter (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study indicated that the event resolved without sequelae on 2018(B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving infumorph 5.0mg/ml for a total dose of 0.7179mg/day via an implantable pump for non-malignant pain. It was reported that the patient did not feel their pump was working well as their pain has been much worse recently. On (B)(6) 2017 that the patient experienced increased pain. On 2017-aug-29 the patient experienced worsening pain and burning sensation at the reservoir site. On (B)(6) 2017 fluoroscopy was performed and revealed a clogged/collapsed catheter. They were also unable to flush the catheter. Interventions included the pump was reprogrammed and basal rate was increased on (B)(6) 2017 and on (B)(6) 2017. On (B)(6) 2017 the catheter was explanted/replaced as the catheter was revised. The device disposition was unknown. The event resulted in in-patient hospitalization. The outcome of the event was noted as ongoing. The device diagnosis was catheter occlusion and the clinical diagnosis was increased pain. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.